Event description:
The company representative received a call from the surgeon inquiring if a co2 embolism can occur using the device. The company representative advised the surgeon that maquet recommends a rate and pressure to use with the product to avoid any problems. The surgeon explained that during the procedure, the central venous pressure (cvp) went down to 2 and the right atrium enlarged. When the surgeon made his first hole, he expelled all the air out. The case was completed with this device, endoscopically. The surgeon stated that the vasoview hemopro endoscopic vessel harvesting system did not malfunction and he is not blaming the device or the company. He did not report this event to the company representative but he was calling to inquire about the issue. The hospital did not report any additional pt effects. The surgeon stated that the pt was a (B)(6) female with cancer. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, since the correct lot number could not be obtained. (B)(4).